Manufacturer narrative:
The system was removed and unable to analyzed in the field. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an open reduction and internal fixation (orif) procedure. It was reported that the site was navigation when the trajectory 1 turned black. There were unable to get the trajectory to appear again. The issue was resolved after a reboot.

Manufacturer narrative:
A software engineer reviewed this event and determined it is consistent with a known software anomaly. The anomaly is tracked in an internal data base. If information is provided in the future, a supplemental report will be issued.